Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the rupture is unknown but may be a result of device interaction with calcification in the patient's stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during the tf tavr procedure with a 26 mm sapien 3 valve, a rupture of sinotubular junction (stj) was observed. As the native valve was showing mild to moderate aortic regurgitation, bav was skipped. The valve was implanted in 80:20 (aortic/ventricular). After a few minutes, pericardial effusion was observed. Surgical intervention was executed for hemostasis. Per the surgeon, it is possible that calcification at the base of stj was torn and damaged the tissue. Initial operator stated that the event was not expected since both the height and size of stj were good. It may have been better to have executed bav or implant the valve in a lower position.